Manufacturer narrative:
A beckman coulter cts (customer technical support) assisted the customer with troubleshooting over the phone. The cts advised the customer to clean the probe wipe and run a sample. The customer observed no further leaks and a field service engineer was not dispatched for this event. Please refer to medwatch #1061932-2013-00809 for an associated report of this issue which recurred on (B)(6) 2013. (B)(4).

Event description:
The customer reported blood droplets on top of sample tubes after running the samples on a coulter act diff 2 analyzer. The customer indicated that the leak was not contained within the instrument and a total of approximately 2 ml of liquid dripped. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.